Event description:
It was reported that ipg was operable and nearing end of life (eol). Programmer displayed ¿replace generator soon.¿ it was noted that patient ran tonic stimulation at very high settings 70% of the time and burst therapy at 1.5 ma the other 30% of the time. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.